Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's ins was beneficial for their symptoms for a couple of months and then was not. The patient tried to use the system for a couple of years but eventually discontinued use because they were not receiving benefit. They indicated it had worked for the first six months to a year, and then had not, so the patient had not used it since then. The ins had not functioned for several years. The patient needed a lumbar MRI not related to the system and the caller was planning to remove the system or set up removal with another healthcare provider.